Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during hospital sterilization and inspection, the instrument was found to be broken. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d2; d9; g3; h2; h3; h4; h6 complaint sample was returned and evaluated against the reported event. Visual inspection of the threads shows no damage. There are impact marks on the shaft, handle, and pommel end. When disassembled, the threaded shaft shows wear lines and also markings on the hex end. The spinning handle also shows marking on the hex junction. Threads of the device along with the thread length and length from collar to tip were checked with a thread gauge and comparator and were found to be within conformance of print. DHR was reviewed and no discrepancies were found. The investigation could not verify or identify any evidence of a product contribution to the reported problem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.